Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by health care professional that he tried to push the lens injector twice to push a lens forward, but it then goes with the plunger above the lens. Then he grabbed the another injector and it went well. No further information available.

Manufacturer narrative:
The product was returned for analysis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened handpiece injector was returned for evaluation for the report of plunger goes above the lens. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming. The plunger is bent upward at the plunger head. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found non-conforming due to the bent condition of the plunger. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The injector was manufactured in march 2021. The evaluation confirms the injector plunger has a bent plunger head resulting in an upward plunger position, which could result in the plunger going above the lens. The root cause for the non-conforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. Per the follow-up information associated with this complaint, the most likely cause of the non-conforming plunger height is handling by the central sterilization department. This injector has been in service for approximately 1 year. The manufacturer internal reference number is: (B)(4).